Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges waking up several times a night. There was no allegation of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges waking up several times a night. There was no allegation of serious patient harm or injury. The device was returned to a service center and was corrected. This notification was reviewed for information received that a patient wakes up several times a night after usage of the device. The allegation has been reviewed by a pms clinical expert and determined that the allegation of waking up several times a night does not qualify as a serious injury. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.